Manufacturer narrative:
An outside of the united states (ous) customer reported a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality controls (qcs) recovered within ranges on the day of the event and then when qc was run upon suspicion of an issue and the qc recovered out of ranges. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the system and found a partially clogged aspiration probe 1. The cse unclogged the aspiration probe 1 connector. Siemens is evaluating the event.

Event description:
The customer reported a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica im analyzer. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-00078 on 17-mar-2026. Additional information: (11-may-2026): siemens performed a review of the autocheck data which indicated that the vacuum system required troubleshooting. Siemens further evaluated the event and concluded that the potential cause of the falsely elevated total human chorionic gonadotropin (thcg) result was a clogged aspirate probe. The investigation conclusion code in section h6 was updated to reflect the additional information. No further investigation into this analyzer is required.